Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that impedances were out of range after a fall and the physician opted to replace percutaneous leads with a paddle lead. The issue was resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019 ,explanted: (B)(6) 2022, product type: lead, ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.